Manufacturer narrative:
The manufacturer is attempting to acquire additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that during the opening of the chest, the innominate vein was knicked, causing a massive blood loss. The patient had a 6 hour bypass time. Patient expired from this event.